Event description:
It was reported that during pre-test it was found that the cuff was busted after two sterilizations. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. D4 UDI is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Based on information provided by the complainant, it can be confirmed that the device's manufacture.. The returned sample was immediately noted to contain a tear that extends the entire length of the cuff and was confirmed to fail leak testing. It cannot be concluded exactly how or when this tear was caused. All parts are subject to a 100% inspection and given the fact that the tear extends through the entire length of the cuff and is readily apparent the unaided eye, it is extremely unlikely to have been present prior to the device being packaged and shipped (for if it was present, it would very likely have been detected by the 100% visual inspection and leak testing). Given the size of the tear, it is possible that an over-inflation caused the cuff to burst, or the part may have been inadvertently cut by a sharp object. The root cause of the reported issue was found to be unknown of how or when this tear was caused. No actions were taken to mitigate the reported issue.